Event description:
Ampicillin infused via syringe pump using 60' smallbore extension set with clamp, rotating luer. Following flush, rn attempted to disconnect the extension set and the luer lock broke. No patient harm.